Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01349, 3005168196-2021-01350, 3005168196-2021-01351.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and lantern delivery microcatheters (lanterns). During the procedure, a pod pc was determined to be too long for the coil pack. When retracting the pod pc, the physician experienced resistance, and the pod pc unintentionally detached inside the lantern. The detached pod pc and lantern were then removed together. Subsequently, the physician was unable to flush the pod pc out of the lantern and decided to use a new lantern and new pod pc. The pod pc was also determined to be too long for the coil pack. When retracting the pod pc, the physician experienced resistance, and the pod pc unintentionally detached inside the lantern. The detached pod pc and lantern were then removed together. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.